Event description:
Reporter alleged obtaining the results of 98 mg/dl, 238 mg/dl and hi (greater than 600 mg/dl) back to back within 10 minutes on the mobile system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).